Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump display went blank. Control of the roller pump remained available through the central control monitor. The device was used to conclude the procedure. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.